Manufacturer narrative:
Carefusion file identification: (B)(4) . Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the issue was not resolved, carefusion technical support issued a dispatch for a field service representative to evaluate and repair and the suspect device. Found faulty parts during service will be routed to the carefusion failure analysis lab as required. At this time, no faulty parts has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault alarms. The customer reported replacing the turbine, but the issue was not resolved. There is no report of patient involvement associated with this event.